Event description:
On (B)(6) 2018 procedure performed in interventional radiology: ultrasound-guided access right internal jugular vein, fluoroscopic guided placement right internal jugular venous tunneled double lumen central catheter. Catheter secured to the skin with a 3-0 nylon suture. Dressing applied. On (B)(6) 2018, the line was used for lab draw and was flushed with heparin 100 units/ml. On (B)(6) 2018: the pt was admitted to the inpatient pediatric med-surg unit for chemotherapy. On (B)(6) 2018: one lumen of the double lumen central venous catheter had a very sluggish blood return and tpa was instilled. The other lumen was infusing well and had a good blood return. The catheter was used for fluids and medications. On (B)(6) 2018: the central venous catheter dressing was changed in the morning. When the dressing was removed, it was noted that the catheter hub was upside down; the flat surface was facing up instead of being flush with the skin. There was not a suture present in either of the hub holes. It was also noted that the line was twisted. The line was untwisted, the hub was placed flush with the skin, then a dressing was applied. Extra tape was applied to keep the line flat. A physician on the inpatient care team was notified. In the afternoon the pt was out of bed with her family. When a family member lifted the pt up, there was a slight tug on the line. A family member came out and said that "her line came apart." A nurse responded, applied direct pressure and pressed the staff assist button. A code was called. The pt's vital signs remained stable on room air. A surgeon was called. The surgeon clamped the catheter, then the pt was taken to the operating room and the line was replaced. Estimated blood loss 30 - 40 ml. The pt tolerated the line replacement well and returned to the med-surg unit for continued treatment using the new central venous catheter. The pt discharged to home on (B)(6) 2018 in stable condition.